Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345. System error 345 alarms were verified through review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was determined to be the force sensor and processor board which were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device alarmed system error 345 (thermistor disparity). No additional information is available.